Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen was scratched. She was unable to read the blood glucose level and the amount of insulin. The scratches made it hard for her to read the screen. The customer's blood glucose level was not reported. The customer was hospitalized on (B)(6) 2015 due to a low blood glucose level. The customer was at the hospital for dialysis when her blood glucose dropped and was sent to the emergency room from there. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.